Manufacturer narrative:
Approximate age of device - 3 years, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device lvad on (B)(6) 2014. It was reported that overnight the lvad system produced a speed drop and system default overnight. A log file was reviewed by the technical service representative confirming a few low flow events which appeared to be physiological and a speed reduction to 8520 rpm on (B)(6) 2018, which happened while attached to the power module. It was recommended to monitor the patient for further speed drops or pump stoppage events as this may have been something passing through the lvad at that time. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. Although the report of low flow events and a decelerations in pump speed was confirmed based on review of the submitted system controller log file data, a cause for the recorded alarms could not be conclusively determined. A correlation between the device and change in pump parameters could not be conclusively determined. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The patient remains ongoing and no further related events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.